Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image would cut off completely when the camera was barely moved. The issue was observed during at the time of setup before the patient entered into room. There were no reports of patient harm.